Manufacturer narrative:
Batch review performed on 24 october 2017. Lot 1553835: (B)(4) items manufactured ad released on 19 may 2016. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. On 27 october 2017 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: the impaction plate was checked and it resulted broken for the breakage of the final part of the screw: in particular it was observed that the cut was in one fillet. The plastic coverage was partially ripped, due to the breakage of the locking mechanism. The inner components were intact. It is probable that the breakage was due an high torque during the unscrewing.

Event description:
During surgery the impaction plate broke while inserting the cup. The surgeon manually inserted the cup. The surgery was completed successfully.